Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. The patient's attorney alleges subsequent surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol xenmatrix device. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #1). On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol xenmatrix surgical graft. Ni/ni/ni: the patient had subsequent surgical intervention due to the mesh. The patient is only making a claim for an adverse patient outcome against the sepramesh ip (device #1).